Event description:
It was reported that this device was explanted after a little over eight years of implant time. The device was successfully replaced with another. There were no additional adverse patient effects.